Event description:
It was reported to philips that the system could not perform exposure due to low disk space. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing diagnostic procedure was continued when the issue happened, and the procedure was delayed and completed as planned. A philips remote service engineer (rse) observed that the system will not take exposures. After onsite visit to resolve the issue, (fse) philips field service engineer recreated patient database. After recreated patient database, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.